Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A c-shaped split was noted on the white luer extension leg, proximal to the clamping sleeve. The edges of the c-shaped split on the white luer extension leg were noted to be uneven. The surface appeared to be granular throughout one region and what appeared to be striations, were observed on a glossy portion of the other region. An in-house syringe was attached to the white luer. Upon infusion, a leak from the c-shaped split on the extension leg was observed while water did not exit the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter burst issues. However, the investigation is unconfirmed for the reported fracture issue as more appropriate catheter burst code has been identified. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g1, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 41-year-old male patient underwent a chronic catheter placement procedure using the hickman cv catheter. During the procedure, it was noted that blood was coming from the white lumen to fk tubing's. While flushing, it was noted that the white lumen was ruptured. There were no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4 manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A c-shaped split was noted on the white luer extension leg, proximal to the clamping sleeve. The edges of the c-shaped split on the white luer extension leg were noted to be uneven. The surface appeared to be granular throughout one region and what appeared to be striations, were observed on a glossy portion of the other region. An in-house syringe was attached to the white luer. Upon infusion, a leak from the c-shaped split on the extension leg was observed while water did not exit the distal end of the catheter. Therefore, the investigation is confirmed for the reported fluid leak and identified catheter burst issues. However, the investigation is unconfirmed for the reported fracture issue as more appropriate catheter burst code has been identified. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman cv catheter. During the procedure it was noted that blood was coming from white lumen to fk tubings. While flushing it was noted white lumen was ruptured. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a chronic catheter placement procedure using the hickman cv catheter. During the procedure it was noted that blood was coming from white lumen to fk tubing's. While flushing it was noted white lumen was ruptured. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter that are cleared in the us. The pro code and 510 k number for the hickman cv catheter are identified in d2 and g4 as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd